Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, user was unable to properly waste as patients and their medications are disappearing from their patient lists. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and they managed to get the medicines from other station. There was a delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the anesthetists were unable to properly waste medications because patients and their associated medication records are no longer visible from their patient lists. The technical support specialist (tss) investigated an issue involving visit ID, where medications disappeared under the patient¿s case after the anesthetist moved from operating room (or) 1 to 2 to remove additional medications. The customer also reported that patients intermittently disappeared from the anesthetist¿s "my patients" list when logging off and back into the same or different med stations within the or. The tss found that patients added via facility search were not part of the device¿s area at the time of addition, which caused them to drop off the list. The tss advised the customer that, as outlined in the anes user guide, patients must be located in the same area as the device to remain on my patients list. The tss verified all the device settings to match those of or1, and no configuration issues were found. The tss contacted the customer, explained the findings, and requested another example for further investigation. However, no additional examples were available at the time, and the case was updated for closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, user was unable to properly waste as patients and their medications are disappearing from their patient lists. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and they managed to get the medicines from other station. There was a delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.